Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 52 mg/dl. Sensor updating/sg not available and calibration not accepted were also reported. The customer was treated with orange juice. The device is not expected to be returned for analysis.